Manufacturer narrative:
We have not yet received the item for evaluation.

Event description:
Allegedly, at the end of a laparoscopic vertical sleeve gastrectomy, possible liver biopsy, laparoscopic/possible open cholecystectomy procedure, the jaw of the fascia closure device broke off into the patient. The broken piece was retrieved in approximately 20 minutes. Hospital reported the patient is doing fine.

Manufacturer narrative:
We evaluated the instrument. The fixed jaw is missing, the solder on the jaws pin is broken, the shaft is bent, and the proximal end epoxy seal is broken. Breakage is most likely due to stress overload.